Event description:
It was reported that the monopolar curved scissors instrument was not working properly, no additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found the instrument was returned with the luer plate dislodged from the chassis. The chassis feature that retains the luer plate is not broken, but the housing has the bottom part of both front snap tabs broken and a small crack on the side of the housing. Housing likely came off due to mishandling causing luer plate to dislodge. Engineering also observed the distal end of the main tube has two sections parallel to the tube axis with material removed. One section is roughly .700" long, located directly above the tube extension. The other section is higher up the tube, roughly 1.2" long with a lighter wear pattern. Based on the location and appearance, the damages were most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.